Event description:
It was reported the pt experienced ineffective stimulation. Reprogramming is unable to resolve this issue. The pt will consult with the physician regarding surgical intervention to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.